Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the customer was inquiring if the reported device is subject to a recall. However, as the device identification was not provided, it cannot confirm whether the reported device is subject to a recall. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and had the femoral head explanted on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2007 and had the femoral head explanted on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update as per medical review: "the operative report documents that the patient tha had become increasingly painful. The surgeon reports in his operative note that pre-operative evaluation demonstrated elevated serum cobalt and chromium levels. Intraoperatively he describes metal staining of the tissues, trunnion osis and psoas impingent with pseudotumor like tissue in the psoas sheath. The abductors were intact. Metallosis of a tha necessitating revision surgery is confirmed. " medical record: "[...] Significant corrosion was noticed around the femoral trunnion. The hip was dislocated and the chrome femoral heads was disimpacted. [...] Signs of iliopsoas impingement [...] Pseudotumor-like tissue was also noted [...]

Manufacturer narrative:
Reported event: an event regarding abnormal ion level (altr) and disassociation involving an accolade stem was reported. The event was confirmed based on clinician review. Method & results: product evaluation and results: visual inspection, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of provided medical records with a clinical consultant indicated: "the operative report documents that the patient tha had become increasingly painful. The surgeon reports in his operative note that pre-operative evaluation demonstrated elevated serum cobalt and chromium levels. Intraoperatively he describes metal staining of the tissues, trunnion osis and psoas impingent with pseudotumor like tissue in the psoas sheath. The abductors were intact. Metallosis of a tha necessitating revision surgery is confirmed. The root cause of the metallosis and subsequent revision tha cannot be established with the limited information available for review." Product history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA . No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.